Manufacturer narrative:
Clinical investigation: the patient medical records were provided by the facility on may 24, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. A (B)(6) male, end stage renal disease (esrd) patient on hemodialysis (hd) started hd treatments in (B)(6) 2015 which continued up until the patient expired on (B)(6) 2015. The date of the patient's last hd treatment is unknown. Follow-up information was provided by the clinic manager which revealed that the patient ¿coded in the parking lot" of the in-center hemodialysis (hd) unit on (B)(6) 2015 prior to entering the clinic. The patient expired before receiving his scheduled hd treatment that day. The esrd death notification ((B)(6)) lists the primary cause of death as cardiac arrest, cause unknown (code 29) with no secondary causes indicated. No other details were made available. There was no allegation that the cardiopulmonary event was caused by the dialyzer. There is no documentation in the provided medical record to conclude that a causal relationship exists between the dialyzer and the cardiac arrest that led to the patient's expiration.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A family member of the patient reported that the patient had passed away on (B)(6) 2015. Follow-up information was provided by the patient's peritoneal dialysis (pd) clinic which revealed that the patient had switched from pd to hemodialysis (hd) around (B)(6) 2015; the reason for the change in modality is not known. The clinic manager (cm) at the hd facility the patient transferred to provided additional event details. Reportedly, the patient coded in the parking lot after arriving for a routine hd treatment. Therefore, the patient's last treatment was likely 2 days prior, however, the exact date is not currently known. The cm revealed that the patient"s cause of death was listed as cardiac arrest. No further information was made available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Furthermore, the identified lots passed pyrogen testing and the sterilization dosages were within set parameters. The lots passed all release criteria a review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.